Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited torn kink protection, damage on cable unit and water tightness was lost. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, water tightness was lost due to damage on cable unit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.